Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, the surgeon alleged a 5mm inaccuracy. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight now provided.

Manufacturer narrative:
Patient weight not made available from the site. (B)(6) 2014, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. (B)(6) 2014, a medtronic representative, following-up at the site, reported the tissue/tumor biopsy was inconclusive. There was a 4-5 minute delay at the time of the procedure. Software investigation completed; findings are that the correct tracer pattern was not followed. Software is functioning as designed; issue determined to be the result of a use error.